Event description:
It was reported that the biomed stated the arctic sun device did not fill and water were only drawing to halfway up the fill tube. The inlet pressure was -0.4, circulation pump command are 100 percentage. The pump hours are 4000, system hours are 4400. The biomed requested for 2000-hour service quote.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated the arctic sun device did not fill and water were only drawing to halfway up the fill tube. The inlet pressure was -0.4, circulation pump command are 100 percentage. The pump hours are 4000, system hours are 4400. The biomed requested for 2000-hour service quote. Per follow up information received from customer replied via email on 17sept2023 to report that they worked the overnight shift so communication can be difficult. During the pm procedure, they drained the tank and attempted to refill with artic solution, and it would not fill. They called tech support and informed them of the data was seeing on the screen. They informed to replace the circulation pump and would place one on order.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a weak circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.